Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the home sensor then cleaned and lubricated the loader rails. The fse also checked the belt assemblies. The fse ran hba1c patient samples. All results were within acceptable range. All errors cleared and the g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2017, which included data from (B)(6) 2016 through (B)(6) 2017. There were two similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 troubleshooting is as follows: error messages: 712 x2-axis error, explanation: operation error in x2-axis, countermeasure: inspect x2-axis, execute sl.rotate, error level: 2, alarm level: 1, print: 1. The most probable cause for 712 x2-axis error was a bad home sensor.

Event description:
On (B)(6) 2017, a customer reported error 712 x2-axis error on the g8 instrument. The customer stated that the error occurred during start up and a reboot did not correct the issue. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.